Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not recognize the patient's heart rhythm through the defibrillation electrodes. A back up device was subsequently used. The patient was reportedly found deceased upon arrival. The healthcare providers confirmed the outcome had not been effected by the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to reproduce the reported issue. After performing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not recognize the patient's heart rhythm through the defibrillation electrodes. A back up device was subsequently used. The patient was reportedly found deceased upon arrival. The healthcare providers confirmed the outcome had not been effected by the reported issue.